Event description:
The device was returned to medtronic neurosurgery without containing any info related to an alleged complaint or the identify of the source from which it was sent.

Manufacturer narrative:
The valve was not patent due to occlusion of the distal integral outlet connector. It is unk how or when this damage occurred. This precluded all other testing. The instructions for use that accompany the device caution that shunt obstruction may occur in ay of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the mfg records showed no anomalies. All of our valves are 100% testing at the time of manufacture.